Event description:
During a coronary drug eluting stenting treatment procedure there was stent damage. Upon opening the package of a 2.5x24mm taxus express2 drug eluting stent it was noticed that the stent struts were flared. The physician completed the case with another taxus express2 stent of the same size. There were no patient complications reported and the patient is ok.